Manufacturer narrative:
Patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced a hyperglycemic event due to insulin flow blockage on (B)(6) 2026. The patient blood glucose level was high and the patient was treated with an extra bolus. No further information available.